Manufacturer narrative:
This supplemental report was submitted to provide additional details from the customer for the event description (b5).

Event description:
It was further reported the product problem was found during pre-use inspection. The device was replaced with another unit and this unit was removed for troubleshoot. No impact to patient or other was confirmed.

Event description:
The olympus technical support engineer was informed that the customer high frequency electro-surgical generator unit has an error code e433. The customer reported problem was found during an unspecified event. No death, injury or harm to patient or other was reported to olympus.

Manufacturer narrative:
After troubleshooting via telephone, the error code no longer appeared. The technical support engineer instructed the customer to turn the unit off, disconnect the connectors and footswitch. Then to reconnect the footswitch, turn the unit back on and the reported problem was resolved. No device will be returned. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The purchase date was february 2, 2022. The error e433 is a known issue. The e433 error will occur if the effective value of the output signal falls below the specific limit. As a safety precaution, the device restarts. If the cause of the error persists, unlimited permanent restarts may follow, then the device is no longer usable. Possible causes are: disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault) the user activates the foot switch while the generator is booting (temporary error caused by user action). A defective foot switch (temporary error). The generator is used with a defective foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective cable connection between generator board and the relay board. (Temporary or permanent error). Defective power transformer on the generator board (permanent fault) defective impedance converter on the generator board (permanent fault) defective peaks rectifier on the generator board (permanent fault) output voltage too low due to poorly switching high-frequency output stage on the generator board (permanent faults) defective (non or insufficient supply voltage from the hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay board (permanent error). If the e433 error message occurs sporadically (temporarily), no further actions are necessary. A more in-depth investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As the error message e433 did not reoccur after troubleshooting, the error message occurred only temporarily; therefore, the device is in standard. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.